Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. The pump was received with a cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip and a cracked reservoir tube. The drive support was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced damage, loose drive support cap and high readings. The customer's blood glucose reading was 265 mg/dl. The customer stated that the drive support cap is loose. The customer stated that the reservoir ring to the right of the window is damaged. The customer declined to troubleshoot for high readings. The insulin pump was returned for analysis.